Event description:
Additional information notes that backup mode was caused by an magnetic resonance imaging (MRI) scan in which MRI procedure was not followed and device MRI settings were not enabled prior to scan.

Event description:
During routine in clinic follow-up, the physician found the device in vvi backup mode. New firmware was installed and the issue was resolved. There were no patient consequences.